Event description:
A patient suffered a thermal burn to the cornea at the insertion of the phaco emulsifier handpiece. The burn occurred during the first pass into the lens nucleus at which time the temperature of the handpiece tip rose rapidly (within 3 to 4 seconds) and without warning. The handpiece was withdrawn and checked for flow during irrigation. The handpiece irrigation worked normally and the procedure was continued without further incident. Testing of the machine by clinical engineering finds no operational problems or malfunctions. The patient currently has some blurred vision and it is not known if the condition will improve or if it will require further treatment.